Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received high results for an unspecified number of patient samples tested for ise indirect na for gen.2 (na) and co2-l bicarbonate liquid on the cobas 6000 c (501) module - c501 starting on (B)(6) 2017. The customer suspected an issue with the probe based on past experience, so they replaced the sample probe. The customer continued to have the same issue that night and through the next day. The customer provided data for a total of 14 patient samples. Of these, 9 had erroneous results for na and ise indirect cl for gen.2 (cl). The erroneous results were not reported outside of the laboratory. Refer to the attachment for all patient data. The erroneous results are highlighted. No adverse events were alleged. The na electrode lot number was x89. The na electrode expiration date was requested but not provided. The cl electrode lot number and expiration date were requested but not provided. The customer ran precision studies and noted that there was a wide range in na results. The field service engineer checked the rinse unit and cuvette washing. He found a partial blockage of one of the rinse unit nozzles and also noticed some cuvettes overflowing. The customer had no further issues after repairs were performed. The root cause is most likely related to the malfunction of the rinse unit. The malfunction of the rinse unit would affect all ise tests. The na parameter is mostly affected as the sodium hydroxide used for cuvette washing remains in the cuvettes, causing higher na results.